Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported an intermittent alarm on the level sensor. The user reported the level module stayed green during the alarm, and there was no alarm indication on the screen. The level system was turned off, and the device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient during this event.